Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): the instructions for use and patient manual outline the steps for proper handling. It is outlined to inspect the connections once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The system has multiple power sources available (ac adapter, dc adapter, and batteries). The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. Controller has not been received.

Event description:
It was reported that the patient had a power port connection that was loose and the controller was exchanged. No further information available. Investigation is ongoing.